Manufacturer narrative:
This report is submitted on october 19, 2020.

Event description:
Per the clinic, the patient experienced poor sound quality and sores from magnet retention, with device use. It was reported that the patient underwent revision surgery on (B)(6) 2020, in order to convert the patient to a transcutaneous osia implant system. It was reported that a new surgical site and new internal fixture was used.